Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The lead was attempted and not implanted. A rv lead from another manufacturer was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received that the high out of range impedance measurements were noted through a pacing system analyzer (psa) and when the lead was attached to the device. The attempted rv lead was thought to be fractured and the field representative noted it may have been related to physician handling of the lead. The nurse also reported that the lead insulation may have been slightly damaged when the physician was performing electrocautery to the artery.